Manufacturer narrative:
The monitor csf drainage system used with pole mount system (10110) was returned for evaluation: device history record (DHR) review - initially, the reported catalog number was ins1100; however, it was found from the returned unit that the correct product catalog is 10-110 and the lot number is 7307373. The device history record (DHR) was reviewed and no anomalies were observed that could be related to the reported condition. Failure analysis - the monitor unit has two (2) stopcocks which are the same component. Both stopcocks were visually inspected for defects. The manifold-stopcock was in good condition: good general appearance, clear (non-whitish/opaque), and no cracks observed. It was observed that the patient-line¿s stopcock was cracked. Also, it was observed that the stopcock¿s appearance was whitish and opaque; this appearance is indicative that the stopcock was exposed to an unknown chemical substance. Root cause - the most probable root cause for the stopcock breakage is related to patient-line stopcock coming in contact with an incompatible substance (e.g., eeg adhesive removing solvent). The product¿s instructions for use (IFU) has the following precaution: ¿contact with collodion remover, acetone and/or any other incompatible substances with the product material may affect the integrity of the device, causing cracks and potential leaks on plastic components.¿ no further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the proximal stopcock on the csf drainage system (ins1100) became loose. There was no apparent cracks in the tubing and copious amount of cerebrospinal fluid (csf) was observed on the pillow. Additional information received: 1. What is the lot/serial numbers of the reported device? Unknown. 2. When was product problem discovered (during inspection, before/during/after a procedure)? While in use with the patient. 3. Was there a delay in surgery due to product problem? If yes, how long? No, but the patient required another procedure to replace an evd and a monitorr. 4. For what type of procedure was product or device used? Subarachnoid hemorrhage. 5. Patient family has chosen to de-escalate care, patient remains alive at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.